Event description:
Difficulties were encountered closing this biopsy forcep on the first attempt of a pediatric biopsy procedure. The forcep and scope were removed as a unit without incident. Another forcep was used to successfully complete the procedure without patient complications. This device is currently being evaluated by this manufacturer. Upon completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. User technique and/or patient anatomy may have contributed to this event. However, unitl the engineering evaluation is completed co is unable to determine the cause for this event.

Manufacturer narrative:
F11 - date MFR initially forwarded report to FDA. H3. Evaluation summary: this device was returned, evaluated and retained by this MFR. The engineering evaluation indicated the jaws were in a close position upon receipt, however, opened easily. The jaw edges appeared dulled. Approx. 2.5 centimeters of the inner wire is visible between the handle ribs and the wire has been pulled out from under the set screw. There was a depression in the wire indicating adequate tightening of the screw. By gripping the wire the jaws closed with minimal effort. The closure spring and a small section of the hypotube were broken off from the handle and not returned for evaluation. This device displays characteristics consistent with contact with excessive force to the handle, the exposed wire pulled out from under the set screw, therefore co believes user technique may have contributed to this event. Directions for use state: "excessive force on the finger grip (either pushing or pulling) can damage the forceps."